Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2025). Device pending return.

Event description:
It was reported that prior to a valvuloplasty procedure, the balloon allegedly had leak. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. During the functional testing, the balloon was inflated with an in-house presto device up to 6 atm, no water was noted to be leaking from the balloon, and the balloon was deflated without any issue. No further testing was performed. Therefore, the investigation is unconfirmed for the reported leak as the balloon inflated and deflated without any leak during the functional testing. A definitive root cause for the reported leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a valvuloplasty procedure, the balloon allegedly leaked. There was no patient contact.